Event description:
The user facility reported a 66-year-old male (race unknown) with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. Two days after implant, medical team discovered a left ventricle (lv) thrombus, located near the inlet area. It was not visible under transesophageal echocardiography the days before. To prevent any embolism, they decided to explant the pump and performed an atrioseptostomy to decrease left aortic/left ventricle pressure.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation into the thrombus has been completed. The device was not returned for investigation. Based on clinical description, the cause of the thrombus issue was most likely patient condition related since lv thrombus observed in patient during imaging per clinical review.